Event description:
After variax hand surgery, it found the screw backout.this case was presented at the meeting of japanese society for fracture repair on (B)(6)2013.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4).